Event description:
The customer reported that while the iabp was in use on a patient, the iabp shut down. They plugged the iabp into line power, but it did not run on line power. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the power supply. In an unrelated repair the expired safety disk ((B)(4)) was also replaced. The iabp was tested to factory specification. It functioned normally and was returned to the customer. No patient injury was reported.